Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient was connected to an intellivue multi measurement server x2 and it didn't alarm. The patient had a pause for 13 sec and the system didn't alarm. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.